Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after insertion of the tuohy needle in the lumbar space and during the insertion of the catheter, that catheter was broken at about 8cm from the tip. The cut catheter remained in the patient¿s body.

Manufacturer narrative:
Device information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was not considered that the catheter had been removed from the tuohy needle to adjust position. It was stated that the catheter may have been bent in the spinal canal and the bent catheter was broken when the tuohy needle was removed. Following the catheter breaking, the broken catheter was inserted again and the valve and ventral catheter were connected. The physician reportedly indicated that there was no possibility of a serious injury caused by the event. It was stated a catheter removal would not be scheduled unless an infection occurred.